Event description:
Major pump unit(s) involved: drive unit failure.additional text: "white tube covering on his driveline had come loose.specific component(s) involved: driveline malfunction.additional text: "white tube covering on his driveline had come loose.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : clamshell repair of lvad.

Event description:
Major pump unit(s) invloved: drive unit failurespecific component(s) invlolved: driveline malfunction